Event description:
This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ("the pain left her suicidal") and suicidal ideation ("the pain left her suicidal") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's past medical history included pregnancy. In 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), suicidal ideation (seriousness criterion medically significant) and loss of personal independence in daily activities ("she went from being a mum who was doing everything with her children, to a mum that was stuck in bed unable to move without pain"). The patient was treated with surgery (had her uterus removed). Essure was removed. At the time of the report, the pelvic pain, suicidal ideation and loss of personal independence in daily activities outcome was unknown. The reporter considered loss of personal independence in daily activities, pelvic pain and suicidal ideation to be related to essure. The reporter commented: she felt like she was a burden on everyone around her. Most recent follow-up information incorporated above includes: on (B)(6) 2017: on (B)(6) 2017: no new information. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on (B)(6) 2017 for the following meddra preferred term: pelvic pain -analysis in the global safety database revealed (B)(4) cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.